Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that the insulin pump alarmed. Troubleshooting was performed. The customer stated that she went to swim in the ocean while wearing the device and insulin alarmed again. No further info was reported.